Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went through 26 units of insulin and saw no insulin being pumped through the tubing. Customer replaced infusion set and cartridge to resolve issue. Customer's blood glucose level was 130 mg/dl.